Event description:
Description received by distributor; the patient's spouse paula called to report that patient passed away monday the (B)(6)2010. Spouse stated that patient were wearing the pump at the time of death. The spouse stated that she had the set and the pump the patient was wearing at the time of death. Spouse stated that patient had bypass surgery a while back and she feels that cause of death could be heart failure but there were not any official cause at the time. Spouse stated that patient was wearing the pump after surgery and found no issue with pump, spouse stated it was working okay. The spouse agreed to return pump and does not need the pump back.

Manufacturer narrative:
No used or unused device(s) were returned to unomedical the manufacturer. An evaluation or testing of the device(s) were not conducted. (B)(4)